Event description:
On (B)(6) 2013 the patient contacted animas alleging that one two occasions, once with the change of the new year and again with daylight savings time, he experienced elevated blood glucose (bg) between 200 mg/dl and 300 mg/dl with thirst and frequent urination. The patient stated the am and pm were changed and he may have mistakenly set it incorrectly when changing the battery. The patient reportedly corrected elevated bgs via the pump and his bg easily returned to target. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy related to incorrectly setting the time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed that the last basal delivery occurred on (B)(6) 2013. There was no activity outside normal use and no time or date settings changes observed in the black box. The total daily dose history added up correctly. The pump powered on appropriately to the verify screen. The pump was primed successfully and was exercised for 5 days; no am/pm time changes or delivery interruptions occurred during testing. The pump passed flow accuracy testing and was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.